Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure in 2008. According to the complainant, prior to the procedure, the pt had complained of pelvic, abdominal pain, and menorrhagia. During the procedure, there were two fluid loss alarms (rate of loss unk), one during the heat up phase and one during ablation. There were no apparent leaks, and therefore, the losses were attributed to cavity distention. At a later date (exact date unk), the pt sought another physician, again, with complaints of abdominal pain. A laparoscopy was performed and a bowel insult was observed as well as an infection adhering to the uterus. As treatment, a bowel reanastomosis was performed. F/u info received on july 1, 2009 revealed that no pre-existing condition could be confirmed. There were no further pt complications reported with this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.